Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 333 mg/dl at the time of incident. Customer states they do not want to troubleshoot for recurring alarms. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.